Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during pancreatic cystic lesion procedure in the biliary tract, performed on (B)(6) 2022. During the procedure, the stent failed to deploy. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter detached/separated, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4).the returned flexima biliary was analyzed, and a visual evaluation noted that the push catheter was kinked. The guide catheter was detached at the proximal section, it was stretched and kinked at the distal section. The suture thread was detached and not returned, suture hole was torn. The stent was not retuned for analysis. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the kinks on the push catheter may be related to user manipulation, some technique applied during procedure and/or tortuous anatomy could have contributed on this issue, once the push catheter was kinked the guide catheter presented difficulties to be pulled out avoiding the correct deployment of the stent, the suture hole torn and detachment of the suture thread evidenced this. As consequence of the tough movement the guide catheter got stretched, kinked and finally detached. Therefore, adverse event related to procedure is selected as he most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.